Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant door not fully latched messages, caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a constant door not fully latched message. It was also reported that there was no pt injury.